Manufacturer narrative:
The investigation for the access site bleed and the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that a extravasation was noted on angiogram after insertion of the second impella cp. Peel away sheath was kept in place with repositioning sheath inserted 2 cm into peel away. Bleeding was managed with femstop. Additionally, a hematoma was noted later in support and required pump explant and vascular repair to be performed. The root cause of the vascular damage cannot be definitively determined as no product was returned. Clinical details state that the hematoma at the access site required vascular repair.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed as noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support. While on support, an extravasation was noted from left femoral artery. The doctor opted to keep the peel away sheath in. Repositioning sheath was advanced into the peel away sheath two centimeters. All sheaths were secured in place. Femstop was applied over site and another angiogram was performed showing that the bleeding had resolved. Additionally, a hematoma developed requiring blood transfusion. The patient survived the event.